Manufacturer narrative:
The device was reported unavailable for evaluation. Based on the information provided, the root cause of this complaint cannot be determined.

Event description:
It was reported that the physician was performing a splenic aneurysm embolization. Physician had a 6 fr cook raabe guiding sheath in the splenic artery. He advanced a terumo glidecatheter (non-tapered angel) into the aneurysm. When advancing the 20 x 50 framer through the glidecatheter, it got stuck at the end of the catheter and would not advance. When pulling back on the pusher wire, the coil detached in the glidecatheter. The glidecatheter was removed with the coil inside. The coil was discarded and not implanted. The device will not be returned. There was no reported patient injury.